Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a controller fault alarm with an associated yellow wrench was not confirmed. There were no photos or log files submitted for review. The system controller was not returned for analysis. The provided information stated that the patient accidentally injected medication into their controller white power lead. The patient had a controller fault alarm with an associated yellow wrench and was instructed to exchange the controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. Per the provided information, the root cause for the reported event was due to user error by injecting medication into the power cable. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including yellow wrench alarms. Heartmate 3 instructions for section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient accidentally injected medication into their white power lead on their system controller. The patient had alarms and was instructed to change out their system controller. The patient described system controller fault alarm with yellow wrench. The patient had a previous low flow limit adjustment to 2.0lpm so new back-up system controller was given to patient and low flow limit was adjusted to 2.0lpm.